Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The first report of three involving three osvii's from the same facility/healthcare professional. An osvii was reported to have become occluded and required revision. No further information is available.